Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer sat on the pump and the touch screen became cracked. Customer is unable to interact and see pump options and the bolus menu due to the damage. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.